Event description:
It was reported that the asymptomatic patient presented to the or for device change out. Externalized conductors were observed via fluoroscopy. No electrical anomalies were noted. Patient to be monitored. Based on review of the images provided to st. Jude medical, the conductors do not appear to be externalized.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.